Event description:
Event description cpi received information that during a routine follow-up, this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and indicated that the ICD was in a 'fallback mode'.